Event description:
There was an allegation of discrepant cobas® hiv-1 (192t) results from the cobas 6800 analyzer for a single patient. On (B)(6), the initial sample was generated a positive hiv result (titer 36.1cp/ml ;(B)(6) 2025). Serology for the same sample generated a negative result on two different c8000 instruments. On (B)(6), the same sample generated a negative result with the cobas® hiv-1 (192t) test.

Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The root cause is undetermined but appears sample-specific. The event was consistent with a very early stage of infection with a low viral titer near the assay¿s limit of detection (lod), noting that pcr typically has a shorter window period than serology, or with possible contamination.